Event description:
This may be duplicate report as the one I had submitted was without attachment. In summary, I have been getting new and strange ECG waveforms on this device since (B)(6). It is unclear whether the device was at fault as it reported normal sinus rhythm with no comment or error message about any interference or poor recording even when occasionally the trace scribbled. I had not changed the way I used the device, which I've had since 2020. I excluded external interference, even changing the battery . In (B)(6) I submitted a selection of 9 abnormal looking ECG traces/ waveforms to the alivecor clinician review service (an optional service accessible via the kardia app)- which reported normal sinus rhythm without commenting about the strange waveforms or the possibility of interference. I got the impression that the alivecor clinical review service was automated and not overseen by a human and reported my concerns to the FDA as alivecor had not responded to my concerns regarding this at the time. I also forwarded several traces to cardiology and my primary care physician: my primary care physician concluded : 'those erratic waves are due to fluctuating baselines, interference, and suboptimal lead electrical contact'; however, the cardiology doctor stated ' these showed sinus rhythm throughout, with no significant arrythmia''. All the traces showed regular rhythm (ie, regular r-r intervals) ; the abnormal looking rhythms were occurring in between the r-r intervals. Some of the waveforms descended into messy 'scribbles', others were giant waves of varying morphologies, and more recently others looked like an extra qrs upside-down, etc the appearances were not always consistent. Leads 11 and 111 ( but not simultaneously) always remained 'normal' or appeared unaffected by the strange waveforms. I have collated screenshots of several examples of the strange ECG waveforms in a word document ( (B)(6) 2023 ) - available on request as I could not upload the file here. I only reported and submitted a handful of the abnormal looking traces to the manufacturer following their clinician review service, where a cardiologist was supposed to review the traces personally or a cardiac technician. I expressed my concerns about the service to the manufacturer. A day after filing a report with FDA, the manufacturer acknowledged an e-mail I'd sent and requested the original ECG tracings of two analyzed traces I'd submitted, which I did. Reference report: mw5118833.